Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a no disposable alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an upstream occlusion alarm that was able to resolve but then the device alarmed "no disposable pump will not run". Per reporter it the device was powered off and on but didn't resolve the issue. No adverse patient effects were reported by the customer.